Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. Tandem technical supported educated the customer not to reuse cartridges. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.